Event description:
Information received regarding the device does not address the patient's clinical status but notes that the device was explanted due to undersensing. The patient possibly had a history of defibrillation/cardioversion.